Manufacturer narrative:
Product analysis: analysis of the programmer was able to confirm the customer comment that the device would not power on, the power supply was replaced. Analysis also noted that the tab on the power cord bay was broken and the system fan was noisy. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would not turn on and it turned off during a procedure. There was no patient involvement.